Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was first inflated at 12 atmospheres without issue. However on the second inflation at 16 atmospheres, it was noted that the pressure level of the inflation device went down. The device was removed from the patient and checked. It was found out that the balloon was ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received inside a shelf box bearing the manufacturing batch number included in the reported information and printed on the hub of the device. There was a stopcock attached to the hub of the device. There was blood in the wire lumen. The distal tip was damaged. Magnified inspection revealed a pinhole in the balloon wall 5mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was first inflated at 12 atmospheres without issue. However on the second inflation at 16 atmospheres, it was noted that the pressure level of the inflation device went down. The device was removed from the patient and checked. It was found out that the balloon was ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).